Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. This report is for one, unknown 9-hole liss plate. Part and lot numbers are not available for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a procedure for a distal femur fracture was performed on (B)(6) 2016 where one (1) 9 holes less invasive stabilization system (liss) plate and an unknown number of screws were implanted. Post-operatively, the patient fell and displaced the fracture. Revision was performed on (B)(6) 2017 where all implants were removed intact. Patient was revised with a retrograde femoral nail. There was no surgical delay and procedure was completed without any complications. Patient status/outcome was reported as positive. Please see related complaint (B)(4)that captures and reports an intraoperative event. This report is for one, unknown 9-hole liss plate. This report is 1 of 2 for (B)(4).